Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that when the mobile power unit (mpu) was powered on, the yellow wrench lit up with a continuous alarm. The mpu had a v-lock connector on the ac power cord; the ac power cord did not come looser. There were no environmental circumstances that could have caused the event. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous audio tone during the initial self test was confirmed. The mobile power unit, serial number (B)(6), was returned to edc service center. Visual inspection revealed bite marks on the outer insulation. The mpu was powered on and booted as intended; however, the moment the unit was connected to a power source, a continuous alarm sounded. Further evaluation revealed the red wire insulation was damaged exposing the inner strands. The red wire represents the alarm out signal which echoes the audio alarms from the system controller to the mpu. When the cable was manipulated, there was an electrical contact/short between the exposed strands of the red wire and the cable shield causing a continuous audio tone. The damaged patient cable was replaced and the mpu passed functional test. Incidental findings: visual inspection confirmed one location where it appeared the outer insulation had suffered damages, possibly due to crushing / pinching or even animal bites. The red wire insulation was also damaged causing an electrical contact/short between the exposed strands of the red wire and the cable shield. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G) and instruction for use (rev. G) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. G) under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, (rev. G) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.